Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the pump casing. The complaint of a damaged battery compartment was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Also unrelated to the complaint, all of the keypad buttons were intermittently unresponsive to user presses and required multiple presses to engage. No damage was found to the keypad cover. The keypad cover was removed, and contamination was found under all button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).